Event description:
This report is being filed upon notification from our MFR in another country of an event that occurred in different country. The pt was having a MRI scan. Immediately after the exam, a 2nd and 3rd degree burn appeared on the upper left thumb that was treated with biafine.

Manufacturer narrative:
The exam and positioning of the pt/rf-coil was done according to the instructions for use (IFU). There were no parts of the coil or cable that became hot. The burn must have been caused by radio frequency interference with the pt's thumb. It is not clear if there was a metallic material in the thumb or metallic thread in clothing near the thumb. The system is operating to specifications. The final conclusion cannot be determined since there is no direct cause of this burn.